Manufacturer narrative:
Pump exchange was reported under MFR report #2916596-2020-00314. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had previously an exchange for pump thrombosis on (B)(6) 2020 and was seen in clinic for a discharge follow-up. Patient states that on (B)(6) 2020 there were flows and powers of 10-12, and flows of +++ at times. Prior to this the numbers were stable at flows and powers of 6-8. Patient states to feel okay but with dyspnea on exertion (doe) but believes this is post-op recovery. Patient had more pi events since increases in flows/power but no other alarms noted on interrogation. Patient denies changes in urinary pattern or characteristic. Lactose dehydrogenase (ldh) was stable at 429 on (B)(6) 2020, and getting repeat labs in the following week. Additional information on 21apr2020 states that patient readmitted today with increasing elevation in ldh values. Presently asymptomatic without lvad alarms. Patient had transient power elevations after pump exchange in march, but has approximately 2 weeks of documented values within his ¿normal range.¿ the log data displayed transient elevations in power (7.1-7.8 watts) & flow (7.3-8.9 liters per minute (lpm)) intermittent towards the end of the file and some are associated with pi events. It was also notified that CT with 3d reconstruction shows outflow graft are long and possibly kinked. Additional information per vad coordinator on 24apr2020 stated that there are no issues with the outflow graft per surgeon review. Ldh down to 500s with heparin drip (ggt). Patient to be discharged home with close follow up and possible transplant listing.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of vad-21027 could not confirm the presence of thrombus in the pump. The evaluation of heartmate ii lvas, serial number (B)(6), found the presence of silicone adhered to the interior of the outlet housing. A direct relationship between the device and the reported events could not be conclusively determined. Although the report of elevations in power and corresponding flow was confirmed through the analysis of the submitted log files, a specific cause for the elevations could not be conclusively determined. The submitted system controller log files captured several elevations in power (up to 15.3 w) and corresponding flow (up to 12.0 lpm) on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. Vad-21027 was returned assembled with the driveline severed approximately 3¿ from the pump housing. The distal portion of the driveline returned in two segments. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned attached to the pump. Examination of the inlet tube revealed a white and red, tissue-like ingrowth along the proximal edge of the textured surface. This deposition was strongly adhered and did not appear to have obstructed blood flow while vad-21027 was supporting the patient. Examination of the lumen of the inlet tube, as well as the textured blood contacting surface of the inlet elbow, revealed coagulated, post-explant blood with no evidence of any thrombus formations. The lumen of the outflow graft, including the graft attachment, revealed a normal accumulation of post-explant blood with no evidence of any adhered deposition or thrombus formations. The textured blood-contacting surface of the outlet elbow revealed coagulated, post-explant blood with no evidence of any adhered deposition or thrombus formations. The proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of any adhered or developed depositions or thrombus formations within the pump. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Silicone residue, from the silicone potting around the motor capsule terminals, was found adhered to the interior of the outlet housing. This suggests that the silicone potting at the motor capsule was not properly cured when the pump was assembled. The motor phase lead connections to the terminals of the motor capsule were properly connected and encapsulated in silicone. An evaluation by abbott risk management deemed this issue not to be a harm electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2020. Heartmate ii lvas IFU and patient handbookare currently available. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that device power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received states that patient underwent heart transplant on (B)(6) 2020. The pump will be returned for analysis.

Event description:
Additional information received from vad coordinator; there was concern for recurrent hemolysis/pump thrombosis given recurrent elevated powers/flows and elevated lactate dehydrogenase (ldh). He was readmitted and listed as status 3 for orthotopic heart transplantation (oht) due to pump thrombosis.